Event description:
It was reported that the critical replacement date for her pump was (B)(6), 2013 and the patient did have a scheduled replacement on that day at 5 am. The patient noted that the health care provider did not keep a ¿good track¿ of the critical alarm and battery date as there was 90 days to schedule the surgery. This device system delivered morphine and baclofen. It was then reported that an alarm was heard but not yet confirmed by telemetery. It was also reported that the non-critical single beep alarm occurred as confirmed by the patient of what she heard. The patient inquired about oral baclofen to compensate when her pump ¿clicks off¿ on (B)(6), 2013. The patient¿s pain management physician had prescribed oral baclofen tablets of 10 milligrams but had not instructed the patient on how many to take per day. The patient expressed that the oral baclofen did not compensate for the pump shutting down. The patient was scheduled for a pump replacement with a different physician on (B)(6) 2013. However, that physician cancelled the surgery. The patient was reportedly told that the pump would wind down slowly and wean the patient off the medication itself. This physician, the pump replacement physician, suggested not replacing the pump until the pump stops. However, the managing pain physician had been weaning the patient down off of both medications ¿for a long time¿ and had been lowering the baclofen 0.25 micrograms (mcg) every two weeks. The patient had inquired about weaning 0.5 mcg every two weeks and the physician declined as that would be ¿too traumatic to the patient¿s system.¿ the patient did not know the dosage weaned from the morphine. The managing pain physician did not want to wean the patient off of baclofen too quickly which was why the patient was going to have the pump changed/replaced and continue to be weaned until the patient was off the medications. At that time the patient was to have the pump completely removed. The patient expressed concern of the complete stop of the 157.4 mcg / day because of the replacement physician¿s idea of how the pump works. Further, the replacement physician reportedly was not aware there were pumps being implanted, at the time the patient was implanted, that would automatically stop. This physician reviewed the 157.4 mcg/day that the patient was currently on and thought the patient should not have any consequences when the pumpstops. If the patient did, she was instructed to take 10 mg of oral baclofen every 8 hours. He reportedly also told the patient that in regards to the morphine, she ¿may feel like she wants to die¿ but she was to use her breakthrough oral pain meds to lessen the symptoms. The pump replacement physician was to reschedule the pump replacement and contact the patient. The patient now reported that she saw the elective replacement indicator on (B)(6), 2013. Reportedly, the patient was being weaned from the medications so she could have a back surgery and the pump removed from her body. The replacement pump physician was able to reschedule the pump replacement for the patient. The date of this was rescheduled surgery was (B)(6), 2013. The same date the pump originally was scheduled to be replaced. Again the patient expressed the end of service (eos) was to occur on (B)(6), 2013. The patient was to have a series of spine surgeries which is why the pump needed to be removed as the health care providers would not do the surgeries with the pump in. It was then reported by a health care provider that the patient had missed a refill and was admitted to the hospital. Reportedly, the patient missed her refill and the pump ran out last night ¿before it was expected.¿ a withdrawal was reported. Further the patient reported that she had tried to get the physician to replace the pump but it never happened. Reportedly on (B)(6) 2013 at 3 am the battery went dead. On (B)(6) 2013, the patient got out of the intensive care unit (ICD) related to ¿full blown¿ withdrawal from the baclofen and morphine. The patient was on ¿dilated pca.¿ it takes the patient three hours to get from (B)(6) to the hospital ¿so the back withdrawal rigidy has affected the patient¿s heart. A test was done in ICU as her heart was fluttering. This withdrawal had also affected her bladder. The patient further inquired assistance with continuing to wean her from the baclofen and morphine as she does not want another pump and wants the current one removed. Her managing physician was out of the country at this time. At this time the pump was dry and the battery was dead. The patient also noted the pump went dead at 3:30 am. She was admitted to the ICU for four days. The patient now continues to hear the pump beep ¿every so often three times.¿ the patient¿s physician will not be available until (B)(6), 2013. Further, the patient was to have her pump removed by ¿another¿ physician on (B)(6), 2013. The patient noted her physician was out of the country for three months and let her pump die. The patient noted now that she was in the ICU for one week and she no longer felt safe using the device and was dissatisfied with the physician's management. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).